Manufacturer narrative:
The build lhr for pn: fg 0031-05 ln: 1748212 sn: (B)(4) was examined including the final inspection records and the in-process measurements. There were no relevant non-conformance's associated with the lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified.

Event description:
Information provided states that patient had m6-c implanted at c5-c6. Pt experienced radiculopathy due to bone growth. The m6 device was removed and patient was fused with acdf hardware. Patient is currently in good condition post acdf.

Manufacturer narrative:
The build lhr for pn: fg 0031-05 ln: 1748212 sn: (B)(6) was examined including the final inspection records and the in-process measurements. There were no relevant non-conformances associated with the lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified. Based on the inspection of the retrieved m6-c compiled in the present report, in conjunction with the clinical data and images provided, the device did not fail mechanically. There was no evidence of collapse, the majority of the observed damage was consistent with extraction damage. The provided information indicated that images were available and that ho was observed. Diagnosis of heterotopic ossification is correct but not sure if it has anything to do with the implant. The implant appears in expected position. Difficult to know why the bone growth in unexpected area has occurred. Without further clinical information, the cause of failure is unclear.

Event description:
Information provided states that patient had m6-c implanted at c5-c6. Pt experienced radiculopathy due to bone growth. The m6 device was removed and patient was fused with acdf hardware. Patient is currently in good condition post acdf.